Event description:
The event involved an ext set w/chemolock¿, chemolock port¿ where the customer reported that after 20 minutes of nab-paclitaxel bag administration, corresponding to the c2j1 protocol of treatment, the pump alarmed "upstream occlusion" and air bubbles were observed in the tubing, downstream of the filter, but did not reach the patient. The size of the air bubbles were approximately 5mm in diameter, an air filter was not used and there were no physical damages noted to the device. The nurse attempted to prime the tubing but saw no improvement. The nurse decided to replace the pump tubing connector with filter; despite this change, the pump still displayed the same error message. The remainder of the bag was administered without the filter. The patient's condition was only to be loss of 10% of the chemo bag with not other clinical consequences. The customer reviewed the setup for the use of this type of chemotherapy. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is reported to be available for evaluation, however, it is not yet been received.

Manufacturer narrative:
Investigation summary: customer included four (4) photos for evaluation, photos confirm air in the system, unable to determine source of the air leak from the photos. Received one (1) used 011-cl4162 ext set for inspection. No defects or anomalies noted. Returned set was primed with no issues in flow. Returned set was leak tested. There was no leakage. No mating device returned. A device history record lot# review could not be conducted because no lot number(s) was/were identified. The reported complaint can be confirmed from the photo returned, probable cause unknown.